Event description:
It was reported that the external pulse generator had a broken atrial lead and ventricular lead connectors, that the top case was damaged and the battery door case missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator had a broken atrial lead and ventricular lead connectors, that the top case was damaged and the battery door case missing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comments of a broken atrial connector, case damage and missing battery drawer end cap. Analysis also found the upper and lower cases, battery release and one control knob contaminated, the ring cover, both bail covers, the ring and both bails missing, the lead flex cover broken, the keyboard scratched, the battery contacts compressed and the liquid crystal display out of specification due to missing pixels.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.